Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. No product was returned. The root cause of the delivery issue was most likely patient condition related.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male in st elevated myocardial infarction was was going to be implanted with impella cp for mechanical support. During insertion, the impella cp was unable to cross the aortic arch and the impella cp implant was aborted.